Event description:
The user facility reported to terumo cardiovascular systems corp that after autoclaving the hercules 360, the sleeve pins dropped out of the device. No pt involvement.

Manufacturer narrative:
Terumo corp has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).